Event description:
The pt's peritoneal dialysis nurse reported that he was in the hospital for nausea, vomiting, and diarrhea. The pt's nurse believed symptoms were viral in nature, but does not have any medical records pertaining to the event. The pd nurse reported the nausea, vomiting, and diarrhea were not cycler related.

Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis pt following treatment with a cycler. Due to lack of information a MDR's will be filed against the cycler while undergoing review by post market clinical dept and manufacturing plant. Additional attempts to the pt have been made with no additional information provided.